Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. Although there is no patient involvement at the time of this issue, this type of malfunction could lead to death or serious injury if it were to occur again as the device has not been cleared to be implanted with an analysis.